Manufacturer narrative:
Due to limited information available about each reportable event and lack of specific patient and product information in the literature article, one complaint case is being opened that is representative of all events from the referenced article. This event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. If additional information is made available, a supplemental report will be submitted.

Event description:
Abbvie became aware of a study named, ¿the long-term follow-up of immediate closure with biologic mesh versus temporary closure of open abdomen_close-up trial¿. The purpose of the study was to compare immediate abdominal closure with strattice to temporary abdominal closure with vicryl mesh in patients undergoing non-trauma emergency laparotomy where primary fascial closure was not feasible. The study was conducted in 13 teaching hospitals in the netherlands between may 2014 and september 2017, and complications through 90 days post-op were previously reported in may of 2020 (immediate closure of abdominal cavity with biologic mesh versus temporary abdominal closure of open abdomen in non-trauma emergency patients (close-up study)). The focus of this manuscript is long-term hernia occurrences with median follow-up of 100 months or 8.3 years. In the strattice group, the authors report a hernia occurrence rate of 60% (12/20). The lot number (s) associated with this complaint were not reported.